Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the beginning of the operation, the indwelling catheter was unobstructed and the balloon was injected with 10ml of water. The intraoperative urinary catheter fell off on its own and a rupture of about 2 cm was observed on the balloon of the urinary catheter after inspection. The catheter was then replaced and inserted smoothly, 15ml of water was injected into the balloon, but no urine flow was seen. After repeated stimulation, no urine flow was seen. Injected 20ml of sterile water into the urine outflow cavity, but still no urine outflow, performed bladder perfusion with melan plus sterilized water, and found a bladder bulge, no obvious urine outflow after stopping perfusion and the urine tube was taken out. The liquid in the balloon was extracted, and the result was blue liquid. After another extraction, a colorless liquid was seen. Considering the quality of the catheter, the catheter was replaced again, and the third catheter was successfully placed. This adverse event did not had any adverse reactions to patients. Per follow up with the ibc via email on (B)(6)2020, melan plus sterilized water was used for irrigation. The color of melan plus sterilized water was blue and the blue liquid was extracted while draining the liquid from the balloon. The bladder perfusion was performed by injecting the solution into the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that at the beginning of the operation, the indwelling catheter was unobstructed, the balloon was injected with 10ml of water, and the intraoperative urinary catheter fell off on its own, and a rupture of about 2 cm was seen at the balloon of the urinary catheter after inspection. The catheter was replaced and inserted smoothly, 15ml of water was injected into the balloon but no urine flow was seen. After repeated stimulation, no urine flow was seen. Injected 20ml of sterile water into the urine outflow cavity, but still no urine outflow, performed bladder perfusion with melan plus sterilized water, and found a bladder bulge, no obvious urine outflow after stopping perfusion and the urine tube was taken out. The liquid in the balloon was extracted, and the result was blue liquid. After another extraction, a colorless liquid was seen. Considering the quality of the catheter, the catheter was replaced again, and the third catheter was successfully placed. This adverse event did not had any adverse reactions to patients. Patient underwent laparoscopic total hysterectomy with double-attachment resection due to "abnormal uterine bleeding" on october 30, 2020 at (B)(6) hospital of traditional (B)(6) medicine.